Event description:
Alleged capsular contracture, arthralgia/myalgia, am stiffness, paresthesias/dypesthesias, spasms, swelling, fatigue, adenopathy, temporo-mandibular joint dysfunction, dizziness, memory loss, rashes, sicca, headaches, weight gain, gi disturbance and easy bruising. Implants allegedly leaking.